Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled in multiple areas. The outer sheath was also found to be torn and pulled away from the distal end of the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed. The condition of the returned incident device was consistent with the complaint that the sheath separated and the basket would not function. Additionally during device evaluation it was noted that the guidewire lumen (side-car) presented push-back and the sheath was buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. The device history record (DHR) review confirms that all accepted devices met all manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the device was opened, the outer covering sheath detached from the handle of the device. Subsequently, the device was not functioning. No stones had been captured/crushed with this device prior to the alleged issue. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the device was opened, the outer covering sheath detached from the handle of the device. Subsequently, the device was not functioning. No stones had been captured/crushed with this device prior to the alleged issue. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.